Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance over the past year. It was noted that there have been multiple instances of high out-of-range impedance in the last five months. Boston scientific technical services (ts) provided possible causes and resolution recommendations. It was noted that the patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance over the past year. It was noted that there have been multiple instances of high out-of-range impedance in the last five months. Boston scientific technical services (ts) provided possible causes and resolution recommendations. It was noted that the patient will continue to be monitored. The lead remains in use. No adverse patient effects were reported. Additional information received indicates that the lead also exhibited high capture thresholds. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.